Event description:
Per (B) (4) adverse event report, this lead dislodged and was replaced with another linox sd 65/18, (B) (4). On 04/20/2010 - this device was returned with oos documentation.

Manufacturer narrative:
The replaced reservoir tank was an old design. The old tank design was assembled (non-molded) and can crack resulting in leakage over time further leading to failure to the temperature subsystem. Therefore, the old tank assembly (p/n 40-50464-001) failed with a known failure mode. A CAPA iplemented a new reservoir tank assembly (p/n 90-54773-001).review of the service history for this unit shows no similar leak complaints. This is the first time that the reservoir tank was replaced on the unit since the installation date, 05/02/2007 of this asp aer unit. The graph for the aer cpuy (complaints per unit year) for the problem code "leaking from reservoir" is below the upper control limit and is a gradually decreasing trend.

Event description:
It was reported that a customer's reservoir on their automatic endoscopic reprocesser (aer) was leaking at the heater. There are no reports of injury or contact with the disinfectant. An asp field service engineer was dispatched to assess the aer.

Manufacturer narrative:
Evaluation by mfg: an asp field service engineer (fse) found the aer reservoir tank leaking at the heater. The fse replaced the reservoir tank, performed functional testing on the aer system. He checked the system for leaks, ran a test cycle. The system meets all manufacture specifications.